Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high out of range impedance measurements. The lead/header connections were checked and no issues found and fluoroscopy imaging was applied. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high out of range impedance measurements. The lead/header connections were checked, and no issues found and fluoroscopy imaging was applied. A new device was implanted. The lead was kept by hospital and will be returned by them. No additional patient effects were reported.